Event description:
It was reported that the tension gauge broken. No injury to patient reported .

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms the stated failure. The returned tension gauge is fractured into two pieces at the 2mm marking. This instrument exhibits signs of repeated use and wear. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaints for the listed batch. If new information is received in the future, this complaint can be re-opened.